Event description:
A malfunction alarm labeled as "malf 9" was reported, but there was no adverse impact on the customer's blood glucose level. The customer had not reported or reset the pump for this malfunction in the last 24 hours, so technical support provided information on how to reset the pump and assisted with the reset. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support again if the issue happened again.